Event description:
It was reported that: "arrow central venous catheter set, which we are currently using in this institution for central catheterization is bending in use. There has been no reported patient harm or consequence."

Manufacturer narrative:
Qn # (B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "arrow central venous catheter set, which we are currently using in this institution for central catheterization is bending in use. There has been no reported patient harm or consequence."